Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they always had pain before the ins was implanted and the ins provided 50% of therapeutic relief, but since 6-8 months ago their pain worsened to about 60-70% and their pinched nerve made the pain worse when bending forward and they had difficulty standing straight. Pt spoke to mdt rep. Via phone and notified them about the issue about 2 weeks ago. Pt met with their hcp today for pain injections in the hip bone for their sciatic never pain and they put a tube in a hole at bottom of their spinal cord and put a steroid solution. Pt added they felt tingling when increasing their stimulation past a certain threshold, which was normal. Patient services specialist (pss) documenting reported information. Redirected caller: other (document in note)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint, patient states the "report of tube in hole at bottom of scs'' is completely in error. The technician, was very confused. Patient mentioned they told tech they were soon to have a procedure in which my pain physician, dr was going to insert a tube into a small hole at the base of the spine (apparently everyone has a hole there) and use the tube to administer a steroid solution into an area of my spine that is thought to be the source of the pain and discomfort patient has been experiencing in my back and down my right leg. The scs device helps with only about half of my back pain. Patient does not know where the idea of "a hole at bottom of my scs" came about, but it sounds bizarre and definitely not something they said. To help resolve the issue, the company sent patient a new recharger and it seems to work fine.